Event description:
During a bankart repair on a young patient with normal hard bone, it was reported that the surgeon was drilling with a 1.9 single use twisted drill and had to force pressure to pass the bone for the first anchor. The surgeon proceeded to drill for the number 2 anchor, but the drill could not work through the hard bone. The surgeon did not want to put even more pressure to pass the bone for safety reasons. After he had drilled for a while, the surgeon decided to use a jugger knot instead to pass the bone. Utilizing a competitor's drill went very smoothly. Additional information received on 18jun2015 indicated that there was no damage noted to the drill. There was a procedural delay of a couple of minutes as the backup device was brought in. The device had not been reprocessed or reused and is not available for investigation. The patient was noted to be okay post procedure.

Manufacturer narrative:
(B)(4).